Manufacturer narrative:
Follow-up #1: date of submission 4/3/15 device evaluation: the device has been returned and evaluated by product analysis on 03/23/2015 with the following findings: powered the pump on and the display is blank. Opened the pump case and found the display cracked/damaged. Replaced the damaged display with the test display which is clear and legible.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a blank display issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.